Event description:
A caller reported that a malfunction occurred on their tandem pump, indicated by malfunction codes including malf 12, with a fault ID of [0x2071]. There was no adverse impact on the customer's blood glucose level. Although the customer experienced this malfunction multiple times, the pump was not replaced due to it being out of warranty.